Event description:
Customer reports a suspected false low potassium result on a dialysis pt. The sample was repeated in the lab which resulted in a higher result and more in line with the pt's condition. No report of pt injury.

Manufacturer narrative:
The analyzer is calibrating correctly and all three levels of controls are within range. Values were approx 3mmol different to the lab method. Suspect a haemolysed sample on the lab readings as they were 8mmol compared to 4mmol on the 348 instrument. Lab may have expected high k+ likely based on hemolysis.